Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. A medtronic representative went on-site to perform planned maintenance (pm). Testing revealed that all of the site's straight suctions verified without difficulty. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a rhinostomy procedure. It was reported that it was discovered that a straight suction was bent. The suction would not calibrate and had a distant to divot error number greater than 2.9. The site opened another tray and tried a different straight suction which calibrated perfectly. The procedure was completed using the navigation system and there was no reported patient impact. There was a reported delay to the procedure of one to two minutes due to this issue.